Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 25 1" bd luer-lok¿ syringes' labeling stated they were 5/8". The following information was provided by the initial reporter: "25 out of 50 syringes were labeled wrong. The wrapping says 25 gauge 5/8, but the needle inside is actually 1¿. When did this defective item was found out, before, during or after use? When our customer unwrapped the product. Was there any patient involvement? Is there any adverse event reported? No. Was there a delay of, or change in, the course of treatment due to the event? No. Because 25 syringes were the correct size. What type of procedure is being performed? N/a".

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that 25 1" bd luer-lok¿ syringes' labeling stated they were 5/8". The following information was provided by the initial reporter: "25 out of 50 syringes were labeled wrong. The wrapping says 25 gauge 5/8, but the needle inside is actually 1¿... 2. When did this defective item was found out, before, during or after use? When our customer unwrapped the product. 3. Was there any patient involvement? Is there any adverse event reported? No. 4. Was there a delay of, or change in, the course of treatment due to the event? No because 25 syringes were the correct size. 5. What type of procedure is being performed? N/a."